Event description:
The company was informed that the patient is experiencing sound quality issues. External equipment was exchanged, however this did not resolve the issue. Device testing revealed that the device is not functioning within specifications. Revision surgery has been scheduled.